Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - UK.

Event description:
It was reported that the hose is leaking air and need new blades and tray. The event timing is unknown. There is no harm or delay reported. Due diligence is complete and there is no additional information available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, d10, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record identified the following related repair: technician verified that the motor speed was unstable. The motor was replaced and the unit was returned to service. Technician verified that the tray and 2 inch and 3 inch width plates were damaged but did not repair. They were sent back defective. The hose was not evaluated; therefore it is unknown if it was leaking. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.